Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient came in with a migrated aneurx stent graft. The stent graft was in the aneurysm sac with a proximal type I endoleak present. Repair with endurant cuffs was attempted; however, they were unsuccessful and there was a proximal type I endoleak present. The decision was made to place an endurant aui stent graft. The cuffs were implanted right at the level of the renals. The patient still has a type 1 endoleak. The cause of the endoleak is unknown. The physician also added an extension limb to the patient¿s rcia because there was no wall apposition distally; however, there was no distal type I endoleak present and this was done as a prophylactic measure. No additional clinical sequelae were reported.